Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results showed that one ecr60d reload was received fully fired. In addition, the reload had the pan detached. No functional test could be performed. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the reload worked properly. When the instrumentalist had changed the reload, the plastic part detached from the steel part leaving this one got caught in the jaws. The instrumentalist had to use a scalpel to remove it. The case was carried out by using the same stapler with a different reload which worked properly. There were no adverse consequences for the patient.